Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level in the mid 300's mg/dl range and moderate ketone levels. Customer was dehydrated and treated with intravenous saline and with anti-nausea medication. Customer was released from the ER after 2.5 hours with a bg of 272 mg/dl and no permanent damage. Reportedly, the customer did not have an active continuous glucose monitor session started. Reportedly, the pump supplies were changed to address the issue and tandem technical support assisted the customer in starting an active continuous glucose monitor session.